Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas c 303 analytical unit. The initial result was 346 mg/dl. The customer repeated the sample twice with results of 226 mg/dl and 224 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
A reagent issue is not suspected, as calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer has not complained of any further issues. The investigation determined the event was consistent with an isolated sample-related issue. A product problem was not found.